Event description:
A caller reported a malfunction on their pump, displaying a malfunction code labeled malf 1. There was no adverse impact on the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as backup therapy. Technical support arranged to send a replacement pump with updated software and advised the customer on how to manage and return the malfunctioning device. The customer understood and acknowledged all instructions, including putting the pump into storage mode and returning it within the designated timeframe.